Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the root cause of the peeling of the coating was caused by physical stress, chemical stress from reprocessing, external factor and/or handling of the device. The event can be detected/prevented by following the instructions for use which state: ¿3.3 inspection of the endoscope: . Inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the connecting tube coating peeling, additional findings were as follows: bending angle in the up direction did not meet the standard, due to wear of the angle wire; bending section cover was not waterproof due to cutting, ccd unit was broken, and image was white; connecting tube was wrinkled; and the electrical connector had corrosion due to water leakage. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera bronchovideoscope had a channel leak. The event occurred during preparation for use of a diagnostic procedure. The procedure was completed using a similar device. There was no patient harm associated with the event. The device was returned and evaluated, and it was found that the connecting tube had coating peeling. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.